Manufacturer narrative:
The manufacturer previously reported the device alarmed for a "service required" alarm condition and the system board was replaced to address the issue. During further testing of the device, a power management board failure was observed. The estimate was rejected and the device scrapped per the customer request.

Manufacturer narrative:
The 17 other = device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issue.